Event description:
It was reported that the bd plasticpack syringe had leaking issues. Report 2 of 2. The following was recieved by the initial reporter: verbatim: I encountered a faulty 60 ml syringe in or 4 today. Opened a fresh packed one, but seemed to have faded markings especially around 40 ml mark. When I drew fluid in it, it was clearly faulty with leak around the plunger end. I have kept the packing and the syringe for further action, as per your direction. Later today I can fill out incident form also.

Manufacturer narrative:
H6: investigation summary: two photos were provided to our quality team for investigation. Through visual inspection, the scale is noted to be partially erased at the 40ml marking. The barrel is noted to be damaged at this pointing, indicating the scale was properly marked, however, the damage erased the marking. A device history review was performed for the reported lot 2106087, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, it was determined the damage likely occurred during the assembly process, the damage causing the stopper to become distorted against the barrel wall when moved across that point and resulting in the leakage that was reported. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plasticpack syringe had leaking issues. Report 2 of 2. The following was "received" by the initial reporter: verbatim: I encountered a faulty 60 ml syringe in or 4 today. Opened a fresh packed one, but seemed to have faded markings especially around 40 ml mark. When I drew fluid in it, it was clearly faulty with leak around the plunger end. I have kept the packing and the syringe for further action, as per your direction. Later today I can fill out incident form also.